Event description:
A malfunction was reported on the pump by the caller, identified as malf 9 with fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which the caller understood and acknowledged.